Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8703w (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 1998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen via an implantable pump. It was reported that the nurse contacted the manufacturer representative (rep) today and stated that they patient had a discrepancy in drug volume at their refill today ((B)(6) 2025). 4ml was expected to be removed from the pump and 9ml was actually removed from the pump. The patient had a 10ml discrepancy at their previous refill. The patient was referred to neurosurgery to consult on a dye study or potential catheter replacement. The issue was not resolved at the time of the report.

Manufacturer narrative:
8703w: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. 8637-40: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8703w, serial# (B)(6), implanted: (B)(6) 1998, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that patients last refill was on 2025-oct-30. 8.9mls were expected to be removed and 13mls were actually removed. The patient had his pump and catheter replaced yesterday by patients healthcare provider. As of 2025-nov-20 the device should have 27.4ml of drug inside.